Event description:
Well, I was interested in a tubal ligation after having my last child, and my doctor recommend that I go with essure. She stated that I had lots of scars from prior surgeries and I probably had lots of scar tissue and she felt that essure was better for me as it was nonsurgical. She felt that if she had to open me up for tubal ligation she'd fall into complication. So I trusted my doctor and went along with it as she stated it was fast, easy, permanent and 99.9% effective with birth control. She only provided me with an essure brochure. I did read the brochure and everything I read seemed promising. I've noticed that my body has changed and I keep having aches and pains, 6 months later, I experienced a very abnormal and painful menstrual. I was bleeding out of control that my pad could not handle absorption for more than 5 mins, literally. I was frightened and took myself to the emergency room. They ended up sending me home and told me if it doesn't let up in couple of days, then I am to go back. I didn't know how to take that in as I wanted answers of reason why this was happening. They themselves didn't even know. I felt alone, but a few days later, the bleeding got lighter. I couldn't make an appt with my ob/gyn as I no longer had insurance. I get severe headaches, back aches, rashes, my teeth have been chipping badly, lots of acne (when my face is pretty much clear), bleeding and pain during intercourse, and abdominal pain off and on, more on than off. I miss menstrual and sometimes have it twice in a month. I feel my body is all over the place with pain and awkwardness, like my hormones don't know how to act. I recently got health insurance again and I just had an appt with ob/gyn. I let her know of my symptoms. She ordered a pelvic ultrasound, and I'm waiting anxiously with the results. I'm so worried and hope my coils have not migrated.